Event description:
The customer reported paddles failure and service unit indicated from user initiated shift check. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported paddles failure and service unit indicated from user initiated shift check. There was no report of pt involvement. The unit was evaluated by a third party biomed. The symptom could not be duplicated and the device passed all testing. Therefore, we cannot determine the cause. Based on the customer's report, we are considering this a malfunction.